Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. The test reservoir stay locked in place noted.

Manufacturer narrative:
(B)(4).  Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose at the time of the incident was 306 mg/dl. Customer reported that there is damage to the reservoir compartment and the reservoir is no longer locking in place. No significant events leading to the damage were observed. Product is expected to return.